Manufacturer narrative:
Ref: (B)(4). (B)(6). The rumi purchase history for this account showed a number of rumi handles (part number umh650) were purchased, as well as tips from sizes 25 - 40. Coopersurgical inc. Is currently investigating the complaint reported by plaintiff's counsel. Once the investigation is completed, a follow-up report will be filed.

Event description:
In addition to (B)(4) filed for patient injury due to the improperly adjusted manipulator. Plaintiff alleges the physician informed her that another patient allegedly suffered a similar problem due to the improperly adjusted manipulator. Plaintiff claims she was given the same information by a patient advocate who also informed plaintiff that the rumi manipulator was allegedly broken. Plaintiff has not provided any evidence or verified statements to support these allegations. We are in the process of gathering the surgical records and will supplement this report once additional information is received. Ref: (B)(4). (B)(6).

Event description:
In addition to (B)(4) filed for patient injury due to the improperly adjusted manipulator. Plaintiff alleges the physician informed her that another patient allegedly suffered a similar problem due to the improperly adjusted manipulator. Plaintiff claims she was given the same information by a patient advocate who also informed plaintiff that the rumi manipulator was allegedly broken. Plaintiff has not provided any evidence or verified statements to support these allegations. We are in the process of gathering the surgical records and will supplement this report once additional information is received. Ref: (B)(4). (B)(6).

Manufacturer narrative:
(B)(6). The rumi purchase history for this account showed a number of rumi handles (part number umh650) were purchased, as well as tips from sizes 25 - 40. Ref:(B)(4). Investigation : x-initiated manufacturer's investigation , x-no sample returned . Analysis and findings : distribution history: a distribution history record review was not possible for this product as the product type (kc-rumi-25,30 etc) nor a lot number was provided for investigation manufacturing record review: a DHR review was not possible as a lot number was not provided. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record : service history record not applicable to this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. There were no prior complaint history where the product was involved in a bowel perforation. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause: no definitive root cause for this issue could be reliably determined at this time, as the product was not available for evaluation, nor were photographs provided, as well as no specific product size or lot number was provided. Correction and/or corrective action / *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.